Event description:
During a procedure on the cfa a perforation was reported. After atherectomy was performed with multiple passes and extravasation with residual high grade stenosis was noted. A covered stent was then placed at the level of the popliteal artery. After deployment of the covered stent, a post-stent placement angiogram was performed.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Thrown out at the hospital.